Event description:
Related manufacturer report number: 2916596-2020-04882.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect resulting in a system stop; it was reported that the patient disconnected the driveline while attempting to connect the device to battery power. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of seizure activity demonstrated through electroencephalogram could not be conclusively established through this evaluation. A review of the submitted log file from 15sep2020 through 26sep2020 found that the pump maintained a stable speed above the low speed limit without issue while the driveline was connected. No external power alarms were captured on (B)(6) 2020 while the device appeared to be connected to the mpu; the driveline was disconnected during the alarm on (B)(6) 2020 and was not reconnected to the backup controller for approximately 21 minutes per the controller log file timestamps. During all of the no external power alarms while the driveline was connected, the controller backup battery properly powered the pump until external power was restored. The system otherwise appeared to be operating as intended. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU lists neurologic dysfunction as an adverse event that may be associated with the use of heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms and what action(s) should be performed when they occur. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." The heartmate ii lvas patient handbook is also currently available. The patient handbook contains information regarding all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on mpu power source when the patient had an alarm. The patient attempted to switch to battery when he fell. The patient's wife called 911 and according to paramedics, everything was disconnected when they arrived. The backup controller was connected to the patient. Upon review of the log files, technical services stated that the original event for the log file appears to show that the patient was connected to the mpu and had an loss of external power on (B)(6) 2020. The patient controller appeared to switch to their emergency backup battery (ebb). The patient was on their ebb for about 8 minutes. The log file then showed the patient's driveline being disconnected from the controller. The patient reconnected to their backup controller indicating the patient may have been off support for about 21 minutes. Per the conversation with the patient, the patient was painting when connected to the mpu. The patient had a power cord with the locking feature and the mpu appeared to be working normally. It is possible that the loss of external power event was caused by a power outage to the home or if the power cord became dislodged the from the wall outlet. Per our conversation the patient may have gotten confused and accidently disconnected the driveline while trying to resolve the loss of mpu power. The patient is now admitted and will undergoes test to determine neuron status. The mpu was tested and seems to be working well. There was no wrench alarm noted. The patient remains unarousable. The patient had an electroencephalogram- seizure activity, and a computer tomography scan (CT) and there was no head bleed or edema. The patient's echo was okay.